Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting.